Event description:
The customer reported that the insulin pump alarmed continuously no delivery even after she changes the infusion set. The caller was not confident with the insulin pump, and she reported being hospitalized due to diabetes ketoacidosis. The customer did not know what her blood glucose reading was at time of her admission. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.